Event description:
A nurse reported to baxter (B)(4) that a spike got bent while disconnecting from the solution bag with clean flash. Error 188.90.32 had occurred and the process of the clean flash stopped. The tubing was also pinched by the clean flash. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evalaution summary:this report was confirmed in the lab to have a bent spike tip. The cause was determined to be assist device issue. A batch review cannot be done since the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.